Manufacturer narrative:
The manufacturer retested the residual samples and found no recurrence of syringe blockage. Since neither the failed device nor any sample pictures were provided, this event can be considered an occasional malfunction. The manufacturer will continue to monitor the device on the market to determine if this issue reoccurs.

Event description:
Customer advised that one box of syringes are clogging up. No adverse events caused. Syringes just wont dispense the fluids.

Manufacturer narrative:
In the intial report the incorrect needle gauge 20g*1/2" is provided, this information is corrected as 30g*1/2" in the follow-up report. The manufacturer retested the retained samples and found no recurence of syringe blockage. Since neither the failed device nor any sample pictures were provided, this event can be considered an occasional malfunction. The manufacturer will continue to monitor the device on the market to determine if this issue reoccurs. Up to now, there is no returned products from the customer.

Event description:
Customer advised that one box of syringes are clogging up. No adverse events caused. Syringes just wont dispense the fluids.